Event description:
A pronto extraction catheter broke off in the patient. Doctor stated it got hung up in a stent previously placed. He attempted to retrieve it, but was unsuccessful. After failed attempts, he placed another stent and trapped the end of the pronto cath.====================== health professional's impression======================he only stated it got hung up on the previously placed stent.====================== manufacturer response for extraction catheter, pronto lp extraction catheter======================wanted the product returned so that they can complete their investigation